Manufacturer narrative:
An investigation of the failure mode was performed and the mfg process is adequate to prevent incorrect installation of the clip. Minimal risk exists for the clips becoming damaged from normal use/shipping conditions. Should the clips become damaged because of mishandling they could touch each other; however, the generator would not complete initialization. To date, no other reports of this nature have been received. An engineering change has been implemented for generators that are received with damaged clips.

Event description:
Valleylab canada is reporting the unit is self-activating in the bipolar mode or going into an error code intermittently.